Manufacturer narrative:
The outcome of this event is not attributed to an adverse event; therefore death box should not have been checked.

Manufacturer narrative:
The sample was serum. Prior to the event, tbil was calibrated and qc results were within the laboratory's established ranges. The customer stated that intermittently tbil results are <0.1 which is below the analytical range of the analyzer. The customer repeats all samples with tbil results of <0.1. The customer declined bec field service engineer (fse) request to troubleshoot the instrument. Tbil results will be monitored and the customer will call hotline if there are more occurrences. A root cause has not been identified.

Event description:
A customer contacted beckman coulter inc (bec) in regards to an erroneous low total bilirubin (tbil) results generated by the analyzer unicel dxc 880i synchron access clinical system. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The samples were repeated and higher results were obtained.